Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event date was updated to 04/28/2025 based on the event logs. As per the log review, the instrument was last used on 04/28/2025 during inguinal hernia - unilateral surgical procedure. Correction to section g3 : the g3 should be 04/28/2025 based on previously submitted report on MFR report number : 2955842-2025-21631. Therefore, h10 was updated to include MFR report number 2955842-2025-21631.